Event description:
An (B)(6) female pt, with cardiomyopathy, underwent initial endovascular aortic repair on (B)(6) 2010. During the procedure the main body's captor hemostatic valve was leaking. They were able to complete the procedure, but it was very frustrating. A 9fr sheath was used to plug the valve; however, it continued to leak. The pt did receive blood transfusions; however, it is not known how many units. It is not known at this time how the pt is doing.

Manufacturer narrative:
(B)(4) blood loss is labeled in the IFU. (B)(4) valve leaks are not specifically labeled in the IFU. Event evaluation: still under investigation.